Event description:
A customer reported receiving a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and, after being instructed to remove the pump from its case and clean it properly, successfully loaded the cartridge and resumed insulin delivery.